Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Concomitant product: 5076-52 lead implanted: (B)(6) 2007.

Event description:
It was reported that alerts triggered due to high impedance spikes on the right ventricular (rv) coil. Review of performance data also indicated a high impedance spike on the superior vena cava (svc) coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.